Event description:
Subject was involved in a post market clinical trial on marketed product. In 2004, a discussion with the study coordinator noted a pt who was in mva with multiple surgeries, enrolled into study 06/2004. Four days later developed fever, hopoxia and hypertension; subsequently diagnosed with sepsia. Subject discontinued from study and transferred to sicu.